Manufacturer narrative:
Bci field service engineer (fse) was dispatched for this event. Fse replaced the wash station tower and verified repair.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the y16 port fitting of the synchron cx5 delta clinical system is loose and leaks each time the wash tower primes. No reports of death or injury have been reported in connection with this event.